Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the battery tilts out and is uncomfortable. There were no external, environmental, or patient factors noted which may have led or contributed to the issue. A pocket revision was scheduled for (B)(6) 2018 to resolve the issue. There were no further complications reported or anticipated. The patient¿s medical history includes reflex sympathetic dystrophy syndrome.